Event description:
Initial information received from a consumer on (B)(6) 2011: a female consumer received treatment with poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unk) on (B)(6) 2008. All of the unspecified post treatment instructions were followed explicitly. Initially, the physician assured the consumer the bumps would diminish in size and disappear within two years. The dermatologist attempted to dissolve the nodules with cortisone injections. Several unsuccessful attempts were made. Three cortisone injections were administered in (B)(6) 2009. The same treatment regimen was followed in (B)(6) 2010. In (B)(6) 2011, the bumps were still present. The consumer stated self consciousness permeated every personal encounter in which she was involved, from the most intimate moments, to each and every work related face to face meeting and all family and social gatherings. When she laughed, smiled, chewed or dropped her lower jaw, there was constriction of her facial muscles. This expressiveness created toughness which allowed the prominence of the hardened poly-l-lactic acid to project from the surface causing an asymmetrical polka dot pattern on her cheeks and around her mouth. The anxiety level created from the poly-l-lactic acid has caused many sleepless nights and was overwhelming. There was no time in the day when the sickening, threatening feeling dissipated. The consumer stated she totally avoided touching her face because of the instant sense of panic it created. The dermatologist recommended strongly that administering additional cortisone shots would cause muscle atrophy. Therefore, the dermatologist stopped any further treatment. The consumer stated the cortisone shots were not the answer and massaging the lumps made no difference. At the time of the report, the bumps/ nodules were ongoing. The consumer provided three photographs which she stated exhibited the detrimental, devastating, long lasting disfiguring physical effects of poly-l-lactic acid administered to her. No further relevant information reported.